Event description:
The reporter indicated that the artrial lead appeared to be fractured with reading of high ohms. The ventricular lead had an impedance of 1900 ohms.

Manufacturer narrative:
Summary of analysis: the fatigue fracture of the coil was the result of subclavian stress. The resultant severe damage to the lead suggests the contriction between the first rib and clavicle was unusually severe.